Event description:
It was reported that during a da vinci hysterectomy procedure, a loose cable was identified on a pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a loose pitch cable at the distal clevis hub. Both cable crimps remained in the clevis. Upon removal of housing, the pitch cable was found to be loose and derailed at the clamping pulley; however, the clamping pulley screw was not loose or the cable was not broken. Failure analysis also found the following damages, which were not reported: upon removal of housing, the pitch cable was found to be loose and derailed at the clamping pulley; however, the clamping pulley screw was not loose or the cable was not broken. The derailed cable may have been caused by the loose tension at the grip area. The pitch cable was frayed at the distal clevis hub, opposite side of the loose cable area. There was no damage at the clevis. There was residue inside the housing by clamping pulley area where the cable rails at. Failure analysis concluded that the corrosion may have been due to improper cleaning. There were scratches on the surface of the distal pulley and the distal end of the main tube exhibited scratches with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.